Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving sufentanil 500 mcg/ml at 374.98 mcg/day, clonidine 500 mcg/ml at 374.98 mcg/day and droperidol 100mcg/ml at 75mcg/day via an implantable pump. The indications for use were not reported. Overdose symptoms were reported post pump refill. The physician had monitored the patient many times over the last few months for her drug refills, and there were instances of overdose signs and symptoms post refill. The physician stated that after pump refills occasionally the pump would give brief bolus, sending the patient into slight overdose. Per the company representative no records of that were found on the pump but patient did have overdose symptoms and signs following pump refill. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician came to the conclusion that the pump needed to be replaced. The pump was replaced on (B)(6) 2107. The issue was resolved and the patient status was noted as alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the patient experiencing overdose symptoms post pump refill was not identified. The patient¿s overdose symptoms did occur within two hours of the refill and it was confirmed that the refill needle was inserted fully through the fill port septum by utilizing ultrasound. The overdose symptoms following pump refills had been resolved. No further complications were reported/anticipated or expected.